Event description:
It was reported that an ilet device experienced a cracked display screen that became unresponsive while the device otherwise remained powered and functioning. Symptoms included no adverse clinical effects, and blood glucose was reportedly unaffected. Outcomes included no medical intervention, hospitalization, or change in therapy. Investigation included collection of event details and arrangement for data synchronization prior to shutdown and inspection of the returned device. Investigation of this device revealed a damaged user interface component consistent with external physical damage to the display assembly; no device performance issues affecting insulin delivery were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the device screen.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.